Event description:
The customer reported a screen refresh issue where updates would appear on some client sessions, but not others. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a screen refresh issue where updates would appear on some client sessions, but not others. This issue occurs when working on two clients on the same patient. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.